Manufacturer narrative:
Concomitant medical products: d334trg ICD, implanted: (B)(6) 2013 , 5076-52 lead, implanted: (B)(6) 2004. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead.

Event description:
It was reported that there is t-wave oversensing on the right ventricular (rv) lead. Additionally, it was observed that the device has stopped all impedance measurements for the past two months. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.